Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with closure fast catheter, 7f, 60cm. The customer states that when they took the catheter out of the packaging, they noticed that the outer catheter coating material didn't surround the catheter's coil. Customer opted to open a brand new device for the procedure. No patient involvement. In evaluation of the device, excess pet material was found on the outer shaft of the device.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be submitted.